Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, the situation that the concentration of the disinfectant solution at the time was unknown occurred due to the no use the test strip by insufficient transfer information to new nurses. The instruction manual of oer-4 stated that the concentration of the disinfectant solution should be checked before reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the error e99 occurred on the subject device and the concentration of the disinfectant solution at the time was unknown because the user had not checked the concentration of the disinfectant solution with the test strip since (B)(6) 2021. On (B)(6) 2021, the nurses in charge was replaced and the information regarding checking the concentration of the disinfectant solution was not transferred new nurse. However the user had replaced disinfectant solution every ten days. There was no report of patient injury associated with the event.